Event description:
Information was received that the cadd legacy pump has error message "no disposable, clamped tubing". Patient tried removing the cassette and firmly reattaching but no change in error code. Dose or amount: 94 ng/kilogram/minute, frequency: continuous, route: intravenous. Dates of use: from 2015 to ongoing. Frequency: continuous, route: intravenous. No reported adverse effects.